Event description:
It was reported that two months ago the pt stopped having access to sound. Testing carried out by the clinic showed that the device had malfunctioned. The clinic decided to carry out re-implantation on the pt without informing med-el latino america.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.